Event description:
On (B)(6) 2014, a secondary intervention procedure was performed whereby the patient was implanted with three additional gore® excluder® aaa endoprostheses. The existing stent graft system was extended proximally just below the renal arteries, and secured with aptus endoscrews. The procedure was completed as planned without any reported issues, and the patient tolerated the procedure.

Manufacturer narrative:
Concomitant medical products: patient medications include caltrate, triam, amiodarone, albuterol, levothyroxine, and hydrocodone. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoprosthesis component migration.

Manufacturer narrative:
A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications.per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to component migration.

Event description:
On (B)(6) 2009, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm.on (B)(6) 2014, computed tomography scan reportedly revealed the device (pxt311415/06553719) had lost proximal apposition to the vessel wall and migrated distally into the aneurysmal sac (distance unknown). The physician indicated the loss of apposition was caused by continued aortic neck dilatation.a secondary intervention procedure is planned, but has not yet been scheduled.